Event description:
It was reported that two years post a carotid stenting procedure, the pt has experienced recurring headaches. Approx 2 weeks prior to the stenting procedure, a "blockage" was noted, however, the location of the blockage is unk. Approx 1 week later, the pt suffered a "massive stroke". Approx 1 week following the stroke, the pt was taken to the cath lab where an unspecified stent was placed in the carotid artery, however, which carotid artery is unk. During the procedure, the pt "started to have severe headaches". Following the procedure, the pt has experienced headaches nearly every day which occur typically upon waking and last throughout the day. The pain is reported to be consistently at an "8 or 9" level on the pain scale. The pt was placed on norcor for pain which only allows a full night's sleep. Additionally, the pt was placed on plavix for approx 6 months post-procedure after which the anticoagulative medication was discontinued at the recommendation of the physician. It was further reported that an unspecified time following the stent placement procedure, the pt underwent a supra-orbital nerve stimulator placement procedure which allowed near alleviation of the pain. Approx 1 week following stimulator placement, the pt suffered pneumonia and remained hospitalized for 3 weeks. The headaches improved upon hospital discharge, however, a few months later, the headaches increased in occurrence. The stimulator was checked and found to contain broken wires. The wires were replaced, however, this was unsuccessful in relieving the pt's headaches and the pt's headaches began to worsen. The pt followed-up with a neurologist who intended to place a second stimulator, however, the physician ultimately decided against this for unspecified reasons. Further information has been requested.

Manufacturer narrative:
The complainant indicated that the device remains implanted and the stent delivery system has been disposed and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.